Event description:
Pt was presented on 05/15/2001 with free air in abdomen. CT showed extraluminal contrast. Physicians finding was perforation at duodenal/jejunal posteriorly with tip of shetty extraluminal. Pt died post-operatively.

Event description:
Device was placed on 05/2001. Sometime after placement, the tube was noted to have eroded through the jejunum.